Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-02544.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2019-02544. Additional information provided the UDI number for the device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2019-02544. It was reported the patient¿s leads had migrated. Reportedly, the patient did not experience any trauma, but the patient felt a pop and had constant pain afterwards. As a result, the leads were replaced.